Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's sister reported via phone call that customer's insulin pump stopped delivering insulin. Customer's sister stated that customer had cancer in coma state and insulin pump was not delivering more than 5.0 units. Customer's blood glucose was 247mg/dl. Customer's sister declined to troubleshoot for high blood glucose. Insulin pump will not be returned for analysis.